Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to omsc but was returned to olympus australia & new zealand (oaz) for evaluation. Oaz inspected the device and duplicated the reported phenomenon. Oaz confirmed that the examination lamp had failure and replaced the examination lamp. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the life of the examination lamp, based on the information that oaz has replaced the lamp. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the examination lamp of the device was not ignited. There was no report of patient injury associated with the event.